Event description:
The customer stated that she got a blood glucose reading of 484mg/dl on her meter. The hospital meter gave a reading of 137mg/dl a few minutes later. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically siginficant. The customer did not allege any adverse events due to the readings. A check set test and control tests performed while troubleshooting were all within range, so no product will be returned.